Manufacturer narrative:
Trackwise(B)(4). The device was returned to the factory for evaluation on (B)(6) 2023. A photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed on the detached silicone insulation. An investigation was conducted on (B)(6) 2023. Signs of clinical use and slight evidence of blood was observed on the base of the jaws. The heater wire was observed to be slightly flexed at the center of the hot jaw but remained attached at the base and tip of the hot jaw due to normal clinical use. The gray silicone insulation on the cold jaw was observed to be intact with no visual defects observed. The entire gray silicone insulation on the hot jaw was observed to be peeled and detached from the hot jaw, exposing the entire hot jaw. The detached gray silicone insulation was not returned for evaluation. Based on the photographic evaluation, as well as the condition of the device as well the evaluation results, the reported failure "material twisted/bent wire" was not confirmed, however the analyzed failure "peeled; delaminated; jaw-detached" was observed the lot # 3000306277 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the failure modes are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500, the tip of the jaw broke off. The jaws of the harvesting tool open were not open during the insertion. No resistance was noted. Nothing fell in the patient. There was no complication due to this and the case was completed with another unit with no issues. The procedural delay was the time to examine the broken tip and open and set up the new kit. No injury to the patient.

Event description:
The hospital reported that part of the vasoview hemopro vh-3500 tip broke off. There was no complication due to this and the case was completed with another unit with no issues. No injury to the patient.

Manufacturer narrative:
Trackwise ID: (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.